Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The meter would not turn on so the customer replaced the batteries. After replacing the batteries, the meter turned on with a faint display of "set" but there were no numbers above or below it. A display check was completed and the customer could see the firmware number of "530" initially but then he couldn¿t see any segments on the display. When he released the button from performing the display check, he saw "530" and "set" but nothing else appeared on the display. When the customer last tested on the device the display was complete and the results field was correct.